Event description:
Customer reported low blood glucose symptoms with result of 474 mg/dl obtained on the advantage system. Fourteen minutes later, customer tested 38 mg/dl on professional device; customer was treated with oral glucose gel and food, and tested 356 mg/dl on advantage system 13 minutes following treatment. Low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.